Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was heavy corrosion on the outside of the battery tube, on the upper part of the lcd screen, and on the upper part of both pcbs. Unable to perform the displacement test due to the critical pump error. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails.

Event description:
The customer was reported via phone call that, the customer went to island got in water pump went black and shut off came back to boat took battery out clip and reservoir and showing crack in back of pump. The blood glucose was 215 mg/dl at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.